Event description:
The customer reported that while monitoring patients on a xhibit central station, the central had become frozen and unresponsive preventing further monitoring of their patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
During troubleshooting, the user stated that the xhibit central station (xcs) was running warmer than a nearby unit. Additionally, it was also noted that faulty unit had a quiter fan and appeared to have less airflow. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed the system was back up. The customer was advised to have a biomed inspect the unit to confirm the device is clean and that the fans were functional. Spacelabs technical support called the customer and confirmed that a biomed did clean out the unit and confirmed fans were functional. The reported problem was due to overheating due to a build up of dust and debris.